Manufacturer narrative:
Returned device was received in good physical condition but the pump had a scratched screen. During the evaluation of the device, the cassette was attached to the device and ran without issues. The reported issue could not be replicated by analysts. The upstream sensor was recalibrated and the downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: a1, h6) customer noted that there was no patient involved in the reported event. It occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable alarm with reservoir volume. No adverse effects were reported.